Event description:
Patient underwent closure of ostium secundum type atrial septal defect in hospital's cardiac cath lab on january 12, 2006. The defect was closed with a 20 mm aga amplatzer septal occluder. The patient was discharged within 24 hours without complications. Three months later, patient presented to outlying facility after experiencing chest pain. She acutely decompensated and died. The autopsy showed the edge of the occluder eroding the anterior free wall of the atria and perforated the non-coronary sinus of the aorta, resulting in acute hemopericardium and tamponade. Device remains in patient's heart in our facility's pathology department.